Manufacturer narrative:
A: the patient initials, age, date of birth, and weight were not provided. D4: the device serial and lot number were not provided, and the manufacture (h4) and expiration dates could not be determined. The primary UDI number in d4 are reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient presented to the emergency department (ed) with presentation of a non-st-segment elevation myocardial infarction (nstemi), with chest pain and tightness, and diaphoresis, and the patient had a known history of medication non-compliance. In the ed, the patient went into ventricular fibrillation (v-fib), resulting in some pre-syncope, but no diminished ventricular assist device (vad) flows, and their automated implantable cardioverter-defibrillator (aicd), implanted pre-vad implantation, shocked them 3 times. An amiodarone bolus was initiated. V-fib was sustained until the patient went into the catheterization laboratory, where the patient was cardioverted once and given an amiodarone drip. A right heart catheterization (rhc) was performed that came back clean, and a swan-ganz catheter was left in place. The patient was transferred to the intensive care unit (ICU), where they were continued to be monitored.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including cardiac arrhythmia and myocardial infarction. Section 6 of the IFU, "patient care and management," lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that a 12 - lead electrocardiogram (ECG) suggested the nstemi. The left heart catheterization that was performed was clean, so it was unclear if the patient had a spasm that caused the arrhythmias or not.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
In the intensive care unit (ICU) a drug screen was done and was positive for benzodiazepines, tetrahydrocannabinol (thc), and amphetamines. The patient was given oral amiodarone and referred to behavioral health.